Event description:
Eri status was observed via home monitoring. The device was replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Update from march 05, 2025: the device was explanted and discarded. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.